Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device requested a sensor code during a session. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it passed. A pairing test was performed, and it passed. The log was downloaded, and it passed. The allegation could not be determined. The root cause could not be determined. No injury or medical intervention was reported.